Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to failed batt test.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer's blood glucose was 198 mg/dl. The customer reported that the battery compartment was leaking. The battery compartment was damaged and corroded. The customer was advised that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.